Event description:
It was reported that the pta balloon detached after being used for post-dilatation of a vascular stent within the superficial femoral artery. Reportedly, the balloon was inflated within the proximal stent and became entangled. Attempted retraction of the balloon catheter resulted in a balloon catheter shaft break and detachment, leaving the balloon segment within the patient. The balloon and part of the stent were surgically removed. The patient is reported to be doing fine.

Manufacturer narrative:
The device history records are being reviewed. The device was discarded by the user facility; therefore, an evaluation of the device could not be conducted. The investigation is currently underway.